Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/reporter contacted lifescan (lfs) to report the one touch ultra meter was displaying the 'apply sample' icon. The sr medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B) (6) 2010 at 5:40 pm, the patient noted the reported meter displayed only the 'apply sample' icon; she did not obtain a blood glucose reading. At that time, the patient experienced no symptoms of high or low blood glucose levels. Emergency services were contacted, and at 6:00 pm, the paramedics tested the patient's blood glucose levels to be 47 mg/dl and 56 mg/dl. The patient was treated with food and/or drink. Troubleshooting revealed the patient's testing technique was incorrect, which can cause the test to not start; and that this was a new, out-of-the-box meter. The issue was resolved with patient education. The meter, test strips and control solution were replaced. The patient was incorrectly applying the blood sample to the test strip. The patient allegedly became hypoglycemic with a blood glucose level of 47 mg/dl after she was unable to test her blood glucose level due to the meter issue, and received emergency medical attention and treatment with food. Therefore, this complaint is being reported.